Event description:
It was reported that the patient experienced discomfort around the implantable pulse generator (ipg) site when bending forward. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted.

Event description:
It was reported that the patient experienced discomfort around the implantable pulse generator (ipg) site when bending forward. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. Additional information was received that the patient was doing well postoperatively. The explanted device was kept by the medical facility.